Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information stating that the customer's pump received a message requesting for a minimum of 50 units of insulin appeared after changing cartridge. At that point, the customer decided to load a new cartridge. He did so successfully and was able to resume insulin delivery. The customer's blood glucose level was elevated (210mg/dl).